Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported 07/01/25 access for chemotherapy administration. Catheter well-functioning infusion and aspiration at control of pre-infusion function. Ancillary drugs infused without problems. Shortly after lavage of doxorubicin (administered about 17 ml) the infusion pump stopped the administration due to presence of downstream resistance, also noted appearance of pinkish fluid at the level of the insertion point of the catheter. At the suction maneuver always good reflux in syringe. Catheter is removed detecting partial rupture of the same at depth marker of 7cm. Patient treated according to anthracycline overflow procedure. No other information was provided.